Event description:
It was reported to boston scientific corporation that a cre esophageal balloon dilator was used esophagogastroduodenoscopy (egd) procedure on (B)(6), 2010 (patient information unknown.) According to the complaint, during the egd procedure, the cre esophageal balloon dilator was advanced down the endoscope and positioned within the esophagus for dilation. However, during inflation, the balloon burst. It was unknown to what size or pressure the balloon was inflated. The customer reported that the balloon was not inflated beyond the maximum pressure. No pieces of the balloon detached and the procedure was completed with a second cre balloon. There were no patient complications and the patient's condition has been described as "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) relates to (B)(4) for the reported event of balloon burst. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the balloon was relaxed and deflated, however was found to be torn longitudinally. The catheter was inspected for defects and none were found. The reported event of burst/ruptured was confirmed. The root cause is operational context, as it is likely that procedural factors encountered during the procedure limited the performance of the balloon, such as a sharp exterior source.

Event description:
It was reported to boston scientific corporation that a cre esophageal balloon dilator was used esophagogastroduodenoscopy (egd) procedure on (B)(6) 2010 (patient information unknown.) According to the complaint, during the egd procedure, the cre esophageal balloon dilator was advanced down the endoscope and positioned within the esophagus for dilation. However, during inflation, the balloon burst. It was unknown to what size or pressure the balloon was inflated. The customer reported that the balloon was not inflated beyond the maximum pressure. No pieces of the balloon detached and the procedure was completed with a second cre balloon. There were no patient complications and the patient's condition has been described as "fine."